Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted and bunched. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that shaft kink occurred. The target lesion was located in the mid left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment; however, the middle and distal section of the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.